Event description:
Caller reported that insulin gauge displayed an amount different than expected, dropping unexpectedly from 60 units to 0 without any alarms indicating an issue in the pump history. There was no adverse impact to the customer's blood glucose level. Customer attempted reloading the cartridge and received a minimum fill alert as expected fill volume was 60 units, but customer did not have access to replacement supplies at the time. It was recommended to load a new cartridge with insulin, and the school nurse planned to acquire replacement supplies. Customer was advised to follow up after obtaining additional supplies or if further issues arose.